Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14102818 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 14102818. No nonconformance records were issued for this lot. An investigation was requested to (B)(4) and the results indicate that all stents shipped meets specified release requirements. An angioguard rx was successfully deployed and retrieved with no technical problems or associated major adverse events. The patient was discharged two days later with no major adverse event. There was no adverse event during the 30 days follow up. Concomitant medical products: pre, post-procedure and discharge: aspirin and clopidogrel. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received from the (B)(4) study indicated that approximately eight months after a stent was successfully implanted in the bifurcation of the right common carotid artery, the patient had a repeat carotid revascularization in the target vessel, due to a restenosis within the previously implanted precise pro rx implanted during the index procedure. The patient was asymptomatic but had come in for a routine follow-up appointment and an ultrasound which showed >90% stenosis in the previously placed stent. The physician stated that he felt this was not a serious adverse event, just a known, but less common incidence of restenosis not necessarily caused by the stent. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking, coronary artery disease, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14102818 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The information received from the (B)(4) study indicated that approximately eight months after the index procedure, the patient had a repeat carotid revascularization in the target vessel, due to a restenosis within the previously implanted precise pro rx implanted during the index procedure. A stent was successfully implanted in the bifurcation of the right common carotid artery. The event was reported to be unrelated to the index procedure and the cordis products. The patient was asymptomatic, but was in for a routine follow-up appointment and an ultrasound, which showed >90% stenosis. The lesion was an eccentric calcification. The stent used was an 8x30 precise pro rx. The physician stated that he felt this was not a serious adverse event, just a known, but less common incidence of restenosis not necessarily caused by the stent. For the index procedure, the patient was admitted asymptomatic with a 93% stenosis in the bifurcation of the right common carotid artery. The target vessel had moderate tortuosity and moderate calcification. The lesion was eccentric. An 8 x 30mm precise pro rx was deployed at the target lesion with no malfunction or associated major adverse event.